Manufacturer narrative:
No abnormalities were observed with calibration and control data. Performance testing run on the analyzer was ok. Upon review of the alarm trace, there were several system reagent short alarms and abnormal aspiration alarms. The customer did not invert sample tubes as instructed by the tube manufacturer. The investigation was unable to find a definitive root cause. Based on the provided information, a general reagent issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). The erroneous result was not reported to the patient and/or medical personnel treating the patient. The erroneous result was caught and amended prior to any change in treatment. The customer mentioned that they have had ongoing precision issues for multiple assays on the e801 analyzer. The customer did not provide any further details regarding these ongoing precision issues. The complained sample initially resulted as 26.8 pmol/l and when repeated on the same analyzer, it resulted as 19.5 pmol/l. The sample was sent to another site where it was run on a cobas 8000 e 602 module (e602), resulting as 19 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 265662. The reagent expiration date was asked for, but not provided. Foam detection was not activated on the analyzer. The field service engineer ran performance testing on the analyzer.

Manufacturer narrative:
Medwatch field adverse event or product problem has been updated.